Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event(s) of peritonitis, which warranted antibiotic therapy. Per the pdrn, the events were unrelated to the use of any fresenius device(s) or product(s), as the cause was attributed to the patient¿s poor hand washing technique and daily hygiene. Staphylococcus is commonly found on the skin and mucous membranes of humans. Additionally, staphylococcus infections are the most frequent germ associated with infections in pd patients and is usually caused by touch contamination or respiratory secretions. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product or device deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
It was reported that a peritoneal dialysis (pd) patient was currently in treatment for peritonitis. Additional medical records were received from the patient's clinic. The records indicate the patient was diagnosed with peritonitis on (B)(6) 2020. The patient presented to the outpatient dialysis clinic with symptoms (specifics not provided) indicative of peritonitis, and peritoneal effluent fluid cultures were obtained. The patient was started on oral nystatin 500,000 units x3 daily until (B)(6) 2020 and intraperitoneal (ip) vancomycin 2500-3000 mg twice weekly to dwell for 6.0 hours. The cultures returned positive for coagulase-negative staphylococcus (species not provided), and causality was attributed to the patient¿s poor handwashing and daily hygiene. Per the peritoneal dialysis registered nurse (pdrn), the events were unrelated to the utilization of any fresenius product(s) or device(s). The patient continues to undergo continuous cycling peritoneal dialysis (ccpd) therapy without issue and is recovering from the events.